Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure, the clips malformed-scissored resulting in longer procedure and bleeding. Not a lot of blood was lost, no blood transfusion was required. The case was completed with another device.